Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: zy52pjbv lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that the patient went to the emergency room after having felt tired for a week and having a heartrate of thirty-four beats per minute. The right ventricular (rv) lead was unable to capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.